Event description:
Information received from the field does not address the patient's clinical status but notes high lead impedance in the bipol ar configuration. The device remains implanted in the unipolar configuration.